Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2002 and a mesh was implanted concurrently with cystoscopy due sui, interstitial cystitis.

Manufacturer narrative:
It was reported that patient underwent excision of right labial nodule on (B)(6) 2004 by (B)(6). It was reported that following insertion patient experienced bladder spasms, vaginal atrophy, and urinary retention.

Manufacturer narrative:
(B)(4).